Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Customer reported ballooning on the pump segment. There was no pt harm or medical intervention. Although requested, no additional pt or event info was provided.